Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a network error in the server. A technical support specialist (tss) dialed in and found that the error logs showed a data source exception indicating a fatal issue in the underlying data source. The inner structured query language (sql) exception stated that although a connection was established, it failed during the pre-login handshake with the message no process is on the other end of the pipe. Tss then requested the hospital information technology (hit) team to unblock the pyxis services on the server, after which it confirmed that the antivirus had been blocking the services and subsequently unblocked them. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist and hit team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an etl process delay error occurred. And the customer reported that an error appeared on the screen indicating that "etl process delay" and report data was inaccurate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.